Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted exhibited high pacing impedance and the stylet could not be inserted completely into the lead. The atrial lead was replaced during the procedure on (B)(6) 2020. No patient consequences.